Event description:
(B)(4) received info that this right atrial lead had dislodged when the pt attempted to get out of the bed. Additional info indicated that lead was not returned as hosp policy, prevented the rep from obtaining the lead. The ra lead was explanted. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.